Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 4 .28mg/day, baclofen 1125mcg/ml at 321mcg/day and clonidine 168 mcg/ml at 47.94mcg/day via an implantable pump. The indications for use were degenerative disc disease and spinal pain. A suspected pocket infection was reported. The patient had been scheduled for routine pump replacement. Upon opening up pocket in surgery, a large amount of purulent fluid came out. This fluid was cultured and sent for analysis and the decision was made to abort the replacement and to explant the current system instead. The pump pocket was then debrided and the patient was then admitted to the hospital for IV (intravenous) antibiotics and medical management to address interruption of therapy from explanted pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were indicated or performed. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.